Manufacturer narrative:
The device was returned for analysis and was microscopically and visually examined. At 22.3cm from strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was tightly folded and there was no coating to the balloon. There was tip damage to the device. Product analysis could not confirm the reported difficulty crossing the lesion because the clinical circumstances could not be replicated. However, product analysis can confirm the device was kinked as there were numerous hypotube kinks, separation, and tip damage found to the device, which are all damages consistent with difficulty crossing.

Event description:
Reportable based on device analysis completed on 31aug2022. It was reported that a kink and failure to cross occurred. The in-stent restenosed target lesion was located in the circumflex artery. While a 2.50mm x 20.00mm agent drug coated balloon (dcb) was being advanced, the hypotube kinked and the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications resulted in relation to this event. However, the return device analysis revealed a separation of the hypotube.